Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release covered stent was to be used in the esophagus to treat a stricture during an oesophago-gastro-duodenoscopy (ogd) with stent placement procedure performed on (B)(6) 2016. The stent was intended to be implanted to treat a stricture cause by a tumor. Reportedly, the patient¿s anatomy was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the physician attempted stent deployment but once the first metal loops of the stent were released stent could not be deployed any further. The partially deployed stent was removed from the patient and the procedure was completed with a different device. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release covered stent was to be used in the esophagus to treat a stricture during an oesophago-gastro-duodenoscopy (ogd) with stent placement procedure performed on (B)(6) 2016. The stent was intended to be implanted to treat a stricture cause by a tumor. Reportedly, the patient¿s anatomy was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the physician attempted stent deployment but once the first metal loops of the stent were released stent could not be deployed any further. The partially deployed stent was removed from the patient and the procedure was completed with a different device. The patient¿s condition at the conclusion of the procedure was reported to be stable.